Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections a2 and a3a. The pedi-padz were not returned to zoll medical corporation for evaluation. The customer indicated the pedi-padz used during the reported event were discarded. The customer cannot provide the lot number so no retain sample evaluation could be performed. An educational video was sent from the customer from a recent mock code training which showed the user pulled the pads from the upper right corner instead of from the red tab which resulted in several layers of the pad being pulled away but the bottom layer with the metal sheet to deliver defib energy remained on the styrene backing. Additional onsite training will be provided to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the electrode pads were damaged during opening/removal of packaging and they were unable to attach them to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.